Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06221. (B)(4) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the 1st obtuse marginal (om) artery with 90% stenosis and was 34mm long with reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct stent placement of 2.50 x 32mm and 2.25 x 12mm promus element plus stents in overlapping fashion. Following post dilatation, residual stenosis was 0 %. Target lesion #2 was a de novo long lesion located in the proximal right coronary artery (rca) and extending to mid rca with 80% stenosis and was 48mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with direct stent placement of 2.75 x 24mm and 2.50 x 38mm promus element plus stents in overlapping fashion. Following post dilatation, residual stenosis was 0 %. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to recurrent unstable angina and was referred for cardiac catheterization and coronary artery bypass graft (CABG). Twelve days later, the patient presented for a scheduled CABG and was subsequently hospitalized. The patient underwent 2 vessel CABG including saphenous vein graft (svg) to om1 and svg to om2. Two days post-operation, the patient was diagnosed with intermittent atrial fibrillation and sick sinus syndrome. Subsequently, a pacemaker was implanted and the patient was placed on medication. Follow-up x-ray revealed no pneumothorax or effusion. Two days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.